Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op, the implant was taken out a few months later due to subsidence of the implant on the right into c7, and on the left into t1, and an anterior cervical discectomy and fusion - acdf at c7-t1 was done. Then a patellar wedge was implanted. No patient symptoms or complications were reported as a result of this event.